Event description:
During a cryoablation procedure, the physician placed the catheter deep in a pulmonary vein side branch. During normal pullback, the catheter created a node in the pulmonary vessel branch and the catheter was blocked within the pulmonary vein. Many unsuccessful attempts were made to recover the catheter. Attempts were stopped when the catheter broke and the circular loop of the catheter remained in a small pulmonary vein side branch. Since the side branch remained in a very small pv side branch, the physician decided to not to remove it.

Manufacturer narrative:
The device was damaged on site during the case. The visual inspection of the achieve catheter showed that the shaft was broken at the proximal end attachment with the ECG connector, the tip/loop was missing and detached from the shaft and the shaft distal end was torn. The achieve catheter was received missing the array section of the device, and the lemo connection was separated from the shaft. Inspection of the array end of the device showed that the flex shaft was twisted where the catheter was fractured. The flex shaft material appeared stretched and elongated. The length of the returned device was compared to a reference achieve catheter. There was approximately 70 mm of the catheter missing (total). The flex shaft material was removed at the catheter fracture point. All signal wires were identified. The lot history record was reviewed, and there were no nonconformance noted that could lead to this type of event, and no similar reports associated with the lot. Investigation of the returned device showed that the catheter was manipulated against labeled instructions using counter-clockwise rotation (estimated 23 rotations). A clockwise rotation of the catheter causes the array diameter to contract while a counter clockwise rotation causes the array diameter to expand. The instructions for use of the catheter indicate in section 4 warning and precautions: "always rotate the achieve mapping catheter in a clockwise direction to prevent tissue damage." And in section 6 instructions for use: "warning: always rotate the introducer/torquer in a clockwise direction to position the mapping loop in the appropriate location to avoid tissue injury." A formal investigation has been opened in the CAPA system to further investigate this type of occurrence.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was damaged on site during the case. The visual inspection of the achieve catheter showed that shaft was broken at the proximal end attachment with the ECG connector, the tip/loop was missing and detached from the shaft and the shaft distal end was torn. The device was sent to the manufacturing site for additional testing and results will be submitted in a supplemental report.